Manufacturer narrative:
(B)(4). Evaluation conclusion: off-label (neck angulation greater than 60 degree).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 8 cm diameter abdominal aortic aneurysm. The proximal neck was 27-26 mm in diameter and 11 mm in length. The left common iliac artery was 18-14 mm in diameter and the right common iliac artery was 23-25-29 mm in diameter. The right femoral artery measured 8 mm in diameter and the left femoral artery measured 9 mm in diameter. The neck angle was greater than 60 degree. There was mild proximal aortic neck angulation. It was reported that during the index procedure, a proximal type I endoleak was observed. The physician decided to implant an endurant cuff, resolving the event. The physician stated that the cause of the event was related to the patient¿s short and angulated 11mm aortic neck. No additional clinical sequelae were reported and the patient is fine.